Event description:
The customer reported that when they increased the infusion rate from 265 ml/h to 500 ml/h during a chemotherapy infusion, they noticed a leak from the rotating male luer that was connected to a 3-way stop cock. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident. No additional info provided.

Manufacturer narrative:
MFR's report date: 02/21/2014. Internal file no: (B)(4). This report was filed by the MFR. The model #/catalog # is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is indicated : "other#". The 510k number provided is for the domestic similar product. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.